Event description:
It was reported that the patient had an infection on her scalp at the location of the lead extension connection. The patient reportedly had an issue with the wound not healing and attempted to self-treat the infection; and did not seek medical attention until she showed up in the emergency department. The patient was then admitted to the hospital and the entire dbs device was explanted. No issues with the patient were noted post-operatively, and the explanted device was discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), and batch: 5177647. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), and batch: 7071019.

Event description:
It was reported that the patient had an infection on her scalp at the location of the lead extension connection. The patient reportedly had an issue with the wound not healing and attempted to self-treat the infection; and did not seek medical attention until she showed up in the emergency department. The patient was then admitted to the hospital and the entire dbs device was explanted. No issues with the patient were noted post-operatively, and the explanted device was discarded by the facility.

Event description:
It was reported that the patient had an infection on her scalp at the location of the lead extension connection. The patient reportedly had an issue with the wound not healing and attempted to self-treat the infection; and did not seek medical attention until she showed up in the emergency department. The patient was then admitted to the hospital and the entire dbs device was explanted. No issues with the patient were noted post-operatively, and the explanted device was discarded by the facility.

Manufacturer narrative:
The returned implantable pulse generator (ipg) passed visual inspection. Analysis of the returned leads db-2202-45 serial number (B)(6) and (B)(6) revealed no anomalies aside from clean cuts made approximately 18 and 30 centimeters, respectively, from the proximal end of the leads. This damage is indicative of a normal explant procedure and is not considered a device failure. However, a labeling review revealed infection is a known inherent risk of use with the device.